Event description:
Pt called lfs and alleged that their meter was prompting an apply sample symbol. For the last 4-5 days, the pt had trouble with their meter not reading their blood after blood application. They had tried different batches of strips. On tuesday, in may, at about 1:30 am, the pt woke up to go to the bathroom. At that time they had a headache, felt faint, had temporarily lost their vision and felt like their arms and legs were like jelly. They attempted to test on their meter and was unsuccessful with 2-3 strips. They finally did get a reading of 3.1 mmol/l. They drank some iced tea with sugar retested on their meter and obtained a reading of 2.9 mmol/l. Since they felt like passing out, their spouse gave them 5 glucose tablets. About 10 min after taking the glucose tablets, they retested on both of their meters. On the suspect meter they obtained a result of 5.2 mmol/l and on another meter they obtained a result of 5.8 mmol/l. Based on the info provided, there is evidence of a meter malfunction. However, there is no evidence of the meter contributing to a serious injury. The pt was already experiencing symptoms upon waking. The pt was able to obtain a reading on the meter, which was consistent to the pt's symptoms. The meter is being replaced for the pt.